Event description:
It was reported that this pacemaker could not be interrogated despite having an estimated longevity of a year half a year ago. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.